Manufacturer narrative:
This manufacturing reports is applicable to two products with similar catalog number and unk lot numbers. Any additional information will be submitted within 30 days of receipt.

Event description:
This report was received from the affiliate in another country. This particular case was submitted on a journal publication entitled: "stent strut fracture- induced restenosis in a bifurcation lesion treated with the crush stenting technique." As reported the patient complained of chest pain and routine angiography was conducted which revealed a significant left main artery bifurcation lesion. Elective percutaneous treatment of the lesion was performed, using the crush technique. Two 3.5x23cm cypher des were implanted at lmt-lcx and lad. A follow up cag was conducted (the intermittent time is unk) and restenosis and stent fracture were confirmed. To treat the restenosis, a 3.5x18mm cypher des was implanted inside the previously implanted cypher des.